Event description:
The patient had a mild hernia that needed repair. It was done robotically using the davinci system. The patient had a punctured artery and a lacerated bowel from surgical errors during the procedure. There was extensive internal bleeding. The patient became septic and within three days was dead. The patient was healthy when he walked in even though he was an older patient. The patient went to the hospital with upper abdominal pain. It was determined he had a hernia and he was sent to a doctor to have it repaired. FDA safety report ID # (B)(4).